Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 at afternoon with blood glucose of 800 mg/dl. Customer was hospitalized twice because of diabetic ketoacidosis. The tubing and cannula was sent back. The hospital name was (B)(6). Customer turned white and his eye rolled in the back of his head and he was dehydrated. Customer was very skinny. Customer was vomiting and had fever. Customer was put in IV and almost went diabetic comma. Customer was released after two weeks. Customer was not wearing the insulin pump while in the hospital however, customer was not off the insulin pump for more than 48 hours. Insulin pump will not be returning for analysis.